Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned to be implanted in a patient for the endovascular treatment of a 54mm penetrating ulcer abdominal aortic aneurysm. It was reported during the index procedure that the valiant stent graft could not reach the iliac artery through the femoral artery. It was reported that balloon dilation was used to try to enlarge the entry but it did not resolve the event and the device was not implanted. The physician reported the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the patient was being treated for an thoraco-abdominal aneurysm and the procedure was completed by only implanting the abdominal stent graft system. Film evaluation summary: the cause of the reported inability to reach the iliac artery through the femoral artery during the valiant index procedure could not be determined from the limited films provided. CT¿s prior to implant were not provided, and a detailed assessment of the patient¿s anatomy could not be determined. Three (3) short (3 ¿ 7 second) video¿s and a single still image during an angiogram procedure (unknown study date) were returned. The images were low resolution and without any scale, therefore, film assessment was difficult and no vessel or stent graft measurements could be performed. A single pre-implant cine angiogram showed contrast flow within both the left and right iliac artery; however the blood flow appeared poor bilaterally, with varied flow lumen diameter and poor blood flow possibly due to small diameter vessels, stenosis, calcification, or other vessel disease pathology. It appears most likely that this event was anatomy related due to small & diseased iliac artery(s). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned to be implanted in a patient for the endovascular treatment of a 54mm penetrating ulcer abdominal aortic aneurysm on (B)(6) 2018. It was reported during the index procedure that the valiant stent graft could not reach the iliac artery through the femoral artery. It was reported the balloon dilation was used to try to enlarge the entry but it did not resolve the event and the device was not implanted. The physician reported the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine. Additional information received on (B)(6) 2018 the patient was being treated for an thoraco-abdominal aneurysm and the procedure was completed by only implanting the abdominal stent graft system.